Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-29. An evaluation is in process.

Event description:
The customer observed falsely elevated ca19-9 results for one patient while using the architect ca19-9xr reagents. The following data was provided (u/ml). (B)(6) initial 8.40, repeat 86.08, 8.40. No impact to patient management was reported.

Manufacturer narrative:
The medical device manufacturer was incorrect in section for this issue. MDR number 1415939-2017-00202 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. No returns were available. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systematic issue was identified and no product deficiency was identified.